Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, service repair noted forceps elevator has foreign material. The nozzle was found dirty. In addition, due to damage on k-pipe, water tightness is lost (leakage was observed). Due to wear of angle wire, bending angle in all directions does not meet the standard value. Due to wear of angle wire, the play of knobs is out of the standard value . The light guide bundle has breakage. Adhesive on a-rubber is detached . The control unit, a/w cylinder (air/water), switches, s-connector found dirty. Discoloration on sw2 (switch 2), connecting tube was observed. El-connector has wear and scratches observed on universal cord, s-connector and connecting tube. Adhesive around lg lens has a chip and c-cover has a dent. Device evaluation findings confirmed the reported issue of the customer as leakage found on k-pipe (elevator channel/suction channel) . In addition, foreign material was found on forceps elevator. Findings found noted to be due to handling/ insufficient cleaning. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of leak in suction channel. The issue found during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported. Device evaluation found forceps elevator has foreign material. This report is being submitted for foreign material found on forceps elevator on device evaluation. (Reportable malfunction of insufficient reprocessing/handling issue).

Manufacturer narrative:
Correction/additional information: address (line 2) added as additional information; city and state have been corrected. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to inappropriate reprocessing by the user. The instructions for use (IFU) (reprocessing manual) states as follows: "3.3 precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." From above, the suggested event was able to be prevented. Olympus will continue to monitor field performance for this device.